Manufacturer narrative:
A fragment of the lead and the pacemaker under complaint were returned and subjected to an extensive analysis. Prior to the analysis of the devices, the quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified. The memory content as well as the therapeutic functionality of the ipg was investigated. During the inspection of the memory content the clinical observation could be confirmed. However, a thorough analysis of the ipg proved the device to be fully functional. There was no indication of a device malfunction. The available x-ray image showed a kink between the ring electrode and the lead tip as reported in the complaint description. Subsequent visual inspection of the 58 cm segment of the lead showed that the lead tip was broken off the lead body. The proximal lead fragment was also missing. The lead body was severely stretched. The fragment showed multiple signs of abrasion, most likely resulting from friction against another implantable device. Furthermore the insulation was found damaged from mechanical forces applied during the extraction procedure. Based on the characteristics of the damage it is reasonable to assume that the lead was subject to severe mechanical stress in the implanted state. In conclusion, the analysis of the devices did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that the lead was explanted approx. 25 months after the implantation due to loss of capture and out of range impedance measurements. On x-ray the lead shows a deformation between the ring electrode and lead tip. The patient reportedly was hit by a football one week before. Should additional information be received, this file will be updated.